Event description:
The customer reported to olympus during preparation, the front panel lights were red and powering the unit off did not resolve the issue on the high flow insufflation unit . There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the power issue could not be determined. The device was not returned because it was able to be repaired. Olympus will continue to monitor field performance for this device.